Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 133 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The device was received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. The unit was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.